Manufacturer narrative:
There have been no additional complaints reported against the finish goods lot and the device history record shows the product was released per specifications. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).

Event description:
An ophthalmic surgeon reported that two irrigation tubes were bent when the product was opened for a cataract procedure. Test was passed without any problem when priming after extended the bent tube as a first aid. The anterior chamber became unstable during the surgery. The product was replaced and the procedure was completed. There was no patient harm. The samples are not available because they were discarded in the hospital.